Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies was explanted for premature depletion. The device was interrogated 4 months earlier and displayed beginning of life voltage with a normal charge time. At the next followup the device displayed an elective replacement indicator the prior month, followed by an end of life indicator. The device outputs were programmed low, no shocks were administered, and the atrium was paced at 68% and the ventricle at 39%.